Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a transapical tavr procedure with a 23mm sapien 3 ultra valve in aortic position. During the procedure, the sheath was torn at the tip when pulling the sheath out. The dilator was intact. There were no patient vascular issues. As per follow-up with the fcs, there was no resistance during the insertion of the esheath or delivery system. There were no difficulties during delivery system withdrawal or esheath removal. The esheath was not torqued during the procedure. The perceived root cause of the distal tip torn is unknown.

Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, d9, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined and the following was observed: the returned device was visually examined, and the following was observed: liner unexpanded for approximately 3.6" from distal strain relief, along with stretching on opposite liner side; approximately 3.5" to 5.5' distal to strain relief, liner is expanded with continued stretching on opposite side from seam; remaining liner expanded as designed and distal tip torn radially; hdpe stretching at distal tip along axial and radial score lines; all score lines are present; scratches present on distal sheath shaft; and a kinked sheath shaft approximately 4.2" from distal strain relief. No applicable functional or dimensional testing was performed as the complaint was confirmed through the visual examination. Imagery was provided and the following was observed: sheath distal tip torn radially, along the distal edge of the liner. The complaint for sheath distal tip torn was confirmed based on evaluation of the returned device/provided imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking. Imagery review and product evaluation confirmed radial tear on distal tip with hdpe stretching. The failure mode is characteristic of sheath tip tear events. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. In this case, scratches were identified on distal sheath shaft during product evaluation, suggestive of calcified vasculature. Calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip as such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.